Event description:
It was reported that the intra-aortic balloon (iab) was inserted because of "surgical circumstances". The iab-05840-lws was "used and worked well." After three days of pumping, "helium loss/drain failure / call field service" alarm occurred. The pump made squeaky noises. The pump was exchanged off the pt. The pump has 10868.1 working hours. A third party service organization was informed of this issue.

Manufacturer narrative:
Product will not be returned for eval.